Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the lot number of trocars leaked. There are twenty sterile devices being returned. There was no consequence to the pt.

Manufacturer narrative:
Device-b. Date sent: 11/10/1998. D5; h4: info not available, device not returned for analysis.